Event description:
Nurse reports "combiset removed from package. Examined and permanent kink noted at the end of the pump segment. Unable to open the kink with manual pressure". Chief technician reports in phone conversation today that the sample is available. Location of kink has been indentified on drawing.